Event description:
It was reported the bur broke off during the case. It was also noted that the handpiece was warming up quickly between 10-15 seconds. There was no report of patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: m4 microdebrider 1898200t sn#(B)(4), lot#39752900 - received on (B)(4) 2013 for repair. (B)(4): the broken bur was not returned to the manufacturer for evaluation; however, the concomitant device, handpiece (m4), was returned for evaluation and repair. The motor was found to be intermittent and corroded. The handpiece was repaired, tested to product specifications, and returned to the customer. Method: no testing methods performed.

Manufacturer narrative:
Additional information was received that during a sinus surgery the bur broke in the sinus cavity and was retrieved completely without injury to the patient. (B)(6). Report #140276000-2013-8009.

Event description:
Additional information was received that during a sinus surgery the bur broke in the sinus cavity and was retrieved completely without injury to the patient.

Manufacturer narrative:
(B)(6). Concomitant product: catalog #2340000, serial # (B)(4) (not a valid serial # or lot # for this device). Please note: this device was noted on the voluntary MDR by the user facility; however, this device is not indicated for use in sinus surgeries. Attempts were made to contact the initial reporter to confirm the product information but we were unsuccessful in obtaining any additional information. It is not likely that this device was used in this procedure, but more likely reported by the user facility in error, although this could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.